Event description:
It is reported that the patient was revised due to pain and dislocation. Corrosion was also noted during removal.

Manufacturer narrative:
This report will be amended when our investigation is complete.